Manufacturer narrative:
The insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, minor scratches and cracked display window.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.